Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2004 and a sling was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence, dyspareunia, neuromuscular problems and other injuries. It was reported that the patient has undergone multiple surgeries and a mesh revision on an unspecified date. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. On (B)(6) 2008 the patient underwent a gynecological procedure and a mesh was implanted due to sui. No additional information was provided.